Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that approximately 10 years after implant of this bioprosthetic valved conduit in a pediatric patient, it was explanted and replaced with a larger conduit. No adverse patient effects were reported.

Manufacturer narrative:
It was noted after submission of the initial report that information had been received, indicating the device was implanted when the patient was (B)(6) years of age and explanted at (B)(6) years of age, due to outgrowth. The IFU states "as this conduit is indicated for patients aged less than 18 years, reoperation and replacement of the contegra® pulmonary valved conduit may be indicated because of the patient¿s physical growth" as an expected and foreseeable outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.